Event description:
Customer reported that he was unable to enter his blood glucose reading to calibrate the sensor because it was above 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.